Manufacturer narrative:
(B)(4). The device was returned and evaluated. The tubing was found to be broken due to excessive pulling force. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white plug, of a large volume infusor, had came away from the tubing. This occurred prior to patient use, therefore there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and the tubing was observed to be broken at the junction of the white distal luer. The broken junction was confirmed during the initial evaluation. Should additional relevant information become available, a supplemental report will be submitted.